Event description:
It was reported that during the initial implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) after the device and electrode were connected, automatic set up was performed which displayed low amplitude r waves and oversensing of t waves. Subsequently, the electrode was repositioned and still exhibited the same observations. Therefore, due to the patient being high risk, the physician opted to close the pocket and completed the procedure. Once the patient woke up from anesthesia, re-screening was performed. Ultimately, the physician opted to implant a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the initial implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) after the device and electrode were connected, automatic set up was performed which displayed low amplitude r waves and oversensing of t waves. Subsequently, the electrode was repositioned and still exhibited the same observations. Therefore, due to the patient being high risk, the physician opted to close the pocket and completed the procedure. Once the patient woke up from anesthesia, re-screening was performed. Ultimately, the physician opted to implant a transvenous system. No additional adverse patient effects were reported.